Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, catheter breakage occurred. The greater than 70% stenosed lesion being treated was located in the left anterior descending artery. The lesion was not predilated. The shaft of the 2.75x32mm taxus liberte drug-eluting stent delivery system fractured during engagement into the unspecified guide catheter. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The original guide catheter was not returned for analysis. The returned catheter exhibited a hypotube fracture located 45.3 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No root cause can be determined.